Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an endoscopic mechanical lithotripsy for choledocholithiasis, after one lithotripsy procedure, the snare loop and basket failed to open for further stone extraction resulting in incomplete stone removal. The surgery was terminated early due to the patient's advanced age and anesthesia time. There were no reports of patient harm. It was reported the residual stones remained and a second surgery may be required if necessary.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.